Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the display of the blood glucose monitor was missing segments, which led to misinterpretation of a reading, resulting in hospitalization. At the time of the event, the user reported that she performed multiple glucose tests and obtained readings of 44 mg/dl, 33 mg/dl, and a third reading that was completely illegible due to missing display segments. At this time the user was experiencing hypoglycemia with symptoms of dizziness, a headache, and heavy sweating. The user alleged that the illegible reading caused her to misinterpret her blood glucose status, therefore she administered an extra dose of insulin, which worsened her symptoms. The user did not provide the type of insulin or amount taken. Due to worsening hypoglycemic symptoms, the emt's were called and transported the customer to the hospital. The blood glucose results and treatment provided by the emt's was unknown. Upon arrival at the hospital, the user was administered an injection to raise her blood glucose. The user did not provide what type of injection was given. The blood results obtained at the hospital were unknown. The user was stabilized and discharged from the hospital on (B)(6) 2026.